Event description:
It was reported that pump battery did not hold charge and required charging approximately every other day, with concern that battery was depleting too quickly. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow up with support, and support was unable to confirm reported battery issue, with no additional corrective actions documented.